Event description:
It was reported that the pt was revised. Noticed on post up films. Waiting for clarification of event.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the event was requested. If it becomes available, the eval summary will be submitted in a supplemental report.